Manufacturer narrative:
Insulin pump received with no button response at esc, act, up and down due to unlocked j2/lcd keypad connector during visual inspection. Unable to perform operating currents, self test and displacement test or verify failed battery test due to no button response. No button error alarm during testing. The drive support disk was inspected and no anomaly noted.

Event description:
The customer was reported via phone call that, the drive support cap came out. The blood glucose was 128 mg/dl at the time of the incident. The customer also stated that, the insulin pump had failed battery alarm also. The troubleshooting was determined that, the insulin pump should be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.